Event description:
This is follow up#1 to report on 14/dec/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿parastomal hernia¿ surgery and was implanted with 1st strattice device lot: s10631-206 on (B)(6) 2010 and 2nd strattice device lot: s10847-198 on (B)(6) 2011. On (B)(6) 2012, patient underwent an exploratory laparotomy, lysis of adhesions, take down colostomy, segmental colon resection, relocation of colotomy, repair of parastomal hernia, repair of ventral hernia with a 3rd mesh strattice device lot: s11080-112. On (B)(6) 2014, patient had repair-hernia-peristomal with biological mesh, stomal relocation. On (B)(6) 2014, patient had an exploratory laparotomy, loop ileostomy, lysis of adhesions. On (B)(6) 2016, they had a repair of parastomal hernia with mesh, ileostomy takedown, colostomy component separation of fascia. On (B)(6) 2016, open incarcerated incisional hernia repair was performed. On (B)(6) 2018, an incisional hernia repair with primary closure was performed. The form lists the conditions that were treated were ¿repair of parastomal hernia via exploratory laparotomy; strattice mesh implant¿ with approximate dates of treatment of between on (B)(6) 2010. Patient received additional treatment between on (B)(6) 2011 for ¿exploratory laparotomy; lysis of adhesions; repair of parastomal hernia using strattice mesh.¿ between on (B)(6) 2012, patient received treatment for ¿repair of parastomal hernia; repair of ventral hernia with strattice mesh; relocation of colostomy; segmental colon resection; take down colostomy.¿ on (B)(6) 2014, patient received treatment for ¿parastomal hernia repair with bard biologic mesh, stomal relocation.¿ between on (B)(6) 2014, patient received treatment for ¿incarcerated hernia; abdominal pain; exploratory laparotomy; transverse left colectomy; loop ileostomy; lysis of adhesions.¿ between on (B)(6) 2015, patient received treatment for ¿abdominal pain with nausea & vomiting; reducible & soft incisional hernia on left side of abdomen; CT abdomen - large ventral hernia which contains intestinal loops.¿ between on (B)(6) 2016, patient received treatment for ¿abdominal pain; CT - small bowel obstruction at site of hernia in the left anterior lateral abdominal wall.¿ between on (B)(6) 2016, patient received treatment for ¿repair of parastomal hernia with bard phasix mesh; ileostomy takedown; colostomy; component separation of fascia.¿ between on (B)(6) 2016, patient received treatment for ¿generalized abdominal pain after complex hernia repair; abdominal wall infection; diagnostic testing; CT-guided drainage of left and right lower abdominal wall.¿ between on (B)(6) 2016, patient received ¿daily wound care for midline infection; diagnostic testing.¿ between on (B)(6) 2016, patient received treatment for ¿progressive abdominal pain, llq pain; nausea & vomiting; incarcerated incisional hernia at old colostomy site containing colon; infected mesh at midline; open incarcerated incisional hernia repair.¿ between on (B)(6) 2017, patient received treatment for ¿acute llq abdominal pain; nausea; decreased ostomy output; low grade fever; CT -small parastomal hernia, no signs of obstruction; no surgical intervention.¿ between on (B)(6) 2018, patient received treatment for ¿incisional hernia repair; primary repair of mesh defect; peristomal hernia repair.¿ from approximately 2012-2013, patient received treatment for ¿bowel obstruction.¿ from 2012-present, patient received treatment for ¿ abdominal symptoms; anxiety & depression.¿ in 2023, patient had a ¿consult for hernia.¿ from 2020-present, patient received treatment for ¿wound infections/mrsa.¿ in approximately 2017, patient received treatment for ¿abdominal pain management.¿ the ppf form also indicates the patient was implanted with a non-abbvie device, "permacol, lot#: unknown¿ on (B)(6) 2009 which was revised on (B)(6) 2010 due to ¿repair of parastomal hernia via exploratory laparotomy.¿ the device was also revised on (B)(6) 2011 due to ¿exploratory laparotomy, lysis of adhesions, repair of parastomal hernia using strattice mesh,¿ on (B)(6) 2012 due to ¿exploratory laparotomy, lysis of adhesions, extensive greater than 1 hour, take down colostomy, segmental colon resection, relocation of colostomy; repair of parastomal hernia; repair of ventral hernia with strattice mesh,¿ and on (B)(6) 2014 due to ¿repair parastomal hernia.¿ the patient was also implanted with another non-abbvie device, ¿bard graft xenmatrix collagen, lot#: huxi1111¿ on (B)(6) 2014 which was revised on (B)(6) 2014 for ¿exploratory laparotomy, loop ileostomy, lysis of adhesions¿ and on (B)(6) 2016 for ¿repair of parastomal hernia with mesh, ileostomy takedown, colostomy component separation of fascia.¿ patient was implanted with a non-abbvie device ¿bard mesh phasix st, lot#: huau0501,¿ on (B)(6) 2016, which was revised on (B)(6) 2016 for ¿open incarcerated incisional hernia repair,¿ and on (B)(6) 2018 for ¿incisional hernia repair, primary closure.¿ this is the same event and the same patient reported under patient identifier: (B)(6) (emdr-15573). This MDR is being submitted for the 3rd strattice. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2011 and a 2nd strattice on (B)(6) 2012. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under MDR ID#: 1000306051-2023-00255 (abbvie complaint#: (B)(4).

Manufacturer narrative:
Continued to h.6. Health effect - clinical code: e2328. This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. A review of the device history record for strattice lot: s11080 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. No strattice devices were returned for evaluation. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional, changed, and/or corrected data.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2011 and a 2nd strattice on (B)(6) 012. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under MDR ID# 1000306051-2023-00255 (abbvie complaint #(B)(6). This MDR is being submitted for the 2nd strattice.